Event description:
In the beginning of a saphenous vein harvesting procedure, the balloon popped on the short port. The procedure was completed with a second unit. No patient complications were reported.